Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts for episodes of auto mode switch due to lead noise were observed. The noise was not reproducible via isometrics. Programming changes were made. The lead remains implanted.